Event description:
Healthcare provider called to report a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider additionally reported capsular contracture baker grade ii.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on may 20, 2022, with lot number 2104492. Analysis of the returned device identified: creases fold and opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior side assessed as surgical damage.